Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed left bundle branch block (lbbb). 8 days after the implant, first degree av block was noted and a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.